Event description:
The user facility reported that the device overheated. Two attachments were sent with the kit so both were tested at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.